Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported a "use electrolyte solution error message" occurred on the esg-400 generator. The event occurred during a therapeutic trans cervical resection in saline procedure. The procedure was completed with no delay using the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for inspection. Additional information: h4. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused traced to user. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.